Event description:
The procedure has been identified as a laparoscopy surgery, and the reported phenomenon was discovered after the surgery was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the following: 1) due to chemical stress during reprocessing, the adhesion between the charged coupled device (ccd) unit and sakiwaku deteriorated. 2) during reprocessing, the device was immersed in the chemical solution for longer than the required time, and the adhesion between the ccd unit and sakiwaku absorbed moisture. 3) since the device was stored under high humidity, the adhesion between the ccd unit and sakiwaku absorbed moisture. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. Additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope had blurry image. It was noted that the image was blurry enough where the subject could not be identified. The procedure was therapeutic and it was completed using a similar device. There were no reports of patient harm associated with the event.